Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed : no observed. Additional observations: ¿ deformation observed on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional, originally reported, rupture. Upon further information, allergan has determined, that the event of rupture did not occur. Healthcare professional, later reported, "right side only sweating".

Manufacturer narrative:
Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.